Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi for pain after revision. It was reported through stryker facebook page: "I had one in (B)(6) 2018 and same one in (B)(6) 2019. Constant pain, still can't bend it or straightened. Try a lot."